Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') and umbilical hernia repair ('umbilical hernia repair') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and procedural pain ("I didn't have much pain, even with the umbilical repair") and underwent umbilical hernia repair (seriousness criterion medically significant). The patient was treated with surgery (hernia repair and salpingectomy (removed tubes with the implants)). Essure was removed in 2015. At the time of the report, the allergy to metals, umbilical hernia repair and procedural pain outcome was unknown. The reporter considered allergy to metals, procedural pain and umbilical hernia repair to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: allergy to metals, pain and umbilical hernia repair. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy/nickel allergy') and umbilical hernia repair ('umbilical hernia repair') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and nickel sensitivity. In 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and procedural pain ("I didn't have much pain, even with the umbilical repair") and underwent endometrial ablation ("novasure ablation") and umbilical hernia repair (seriousness criterion medically significant). The patient was treated with surgery (hernia repair and laparoscopic bilateral salpingectomy (removed tubes with the implants)). Essure was removed on (B)(6) 2015. At the time of the report, the allergy to metals, endometrial ablation, umbilical hernia repair and procedural pain outcome was unknown. The reporter considered allergy to metals, endometrial ablation, procedural pain and umbilical hernia repair to be related to essure. The reporter commented: doctor cauterized the uterus after removal. Concerning the injuries reported in this case, the following one/ones were reported via social media: allergy to metals, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: plaintiff fact sheet received. Reporter added. Essure removal date updated. Event novasure ablation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy/nickel allergy') and umbilical hernia repair ('umbilical hernia repair') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and nickel sensitivity. In 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and procedural pain ("I didn't have much pain, even with the umbilical repair") and underwent endometrial ablation ("novasure ablation") and umbilical hernia repair (seriousness criterion medically significant). The patient was treated with surgery (hernia repair and laparoscopic bilateral salpingectomy (removed tubes with the implants)). Essure was removed on (B)(6) 2015. At the time of the report, the allergy to metals, endometrial ablation, umbilical hernia repair and procedural pain outcome was unknown. The reporter considered allergy to metals, endometrial ablation, procedural pain and umbilical hernia repair to be related to essure. The reporter commented: doctor cauterized the uterus after removal. Concerning the injuries reported in this case, the following one/ones were reported via social media: allergy to metals, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy/nickel allergy') and umbilical hernia repair ('umbilical hernia repair') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) and procedural pain ("I didn't have much pain, even with the umbilical repair") and underwent umbilical hernia repair (seriousness criterion medically significant). The patient was treated with surgery (hernia repair and salpingectomy (removed tubes with the implants)). Essure was removed in 2015. At the time of the report, the allergy to metals, umbilical hernia repair and procedural pain outcome was unknown. The reporter considered allergy to metals, procedural pain and umbilical hernia repair to be related to essure. The reporter commented: doctor cauterized the uterus after removal. Concerning the injuries reported in this case, the following one/ones were reported via social media: allergy to metals, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality safety evaluation of product technical complaint. On 2-dec-2019: no new clinical information received. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.